Event description:
A remote alarm was returned to the MFR for preventative maintenance. The device was not in pt use. During testing, the device audibly alarmed at a perceived lower sound level than expected. The investigation is currently ongoing. A f/u report will be submitted when the MFR has completed their investigation.